Event description:
After the lens was implanted, the doctor noticed that the leading haptic was missing. He enlarged the incision to remove and replace the lens. No sutures were required and there were no consequences to the pt's va.